Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture and high capture threshold. The lead was reprogrammed and then capped and replaced on (B)(6) 2025. The patient was in stable condition.